Event description:
Customer reportedly tested 570mg/dl on her device while the home nurse's device read 243mg/dl. No action was taken based on device result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.